Event description:
The loaner scope was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found the glue on the forceps cover was cracked and peeling. This report is being submitted for the malfunction found during evaluation (adhesive peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the adhesive was peeling and cracked due to shock caused by dropping and knocking the endoscope to a hard surface or object. In addition, service found the auxiliary water channel was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the adhesive peeling could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.